Event description:
Sorin group (B)(4) received a report that the centrifugal pump did not provide adequate flow during the procedure. Hard cranking was used to provide the necessary flow and the case was completed without further issues. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin centrifugal pump (cp5). The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). A sorin group field service rep was dispatched to the facility to investigate. While at the facility, the service rep checked all connections as well as the operation of the equipment and everything was found to be functioning properly. It was also reported that the sorin equipment was being used with an adapter and disposable from another MFR. The cp5 operators manual states "the cp5 may only be used with the revolution," and "do not modify, after or extend the cp5 unless the changes have been tested and approved by sorin group (B)(4)." No modifications were tested and approved by sorin group (B)(4) for this facility for the use of the other MFR's adapter and disposable with the cp5. Sorin group has requested that the sorin equipment be returned for eval. To date no product has been returned. The investigation is ongoing. A f/u report will be sent when the investigation is complete.